Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2015-01047. 2. 3005168196-2015-01048. Hospital could not locate device.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). Due to the tortuosity of the patient's vessels, the physician decided to deliver the pc400 coils from the left common carotid artery through a vascular prosthesis bypass. During the procedure, while advancing a pc400 coil through the px slim, the physician met resistance and the coil became stuck and was removed. The physician then attempted to advance a new pc400 coil through the px slim but met resistance again; the coil became stuck and was removed. The procedure continued using another manufacturer's devices. There was no report of an adverse effect to the patient.